Event description:
It was reported that the patient had passed away. No information on the cause of death or circumstances around it was provided at that time. The generator and lead device history records were reviewed, and it was found all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Communication with the county medical examiner showed that the patient died while in hospice care. Review of the patient¿s discharge summary from the hospice center showed that the patient died of adenocarcinoma. Due to the patient's poor prognosis and severely deconditioned state, the patient was discharged from the hospital to a hospice facility. Vns was not mentioned in the context of the report. No additional pertinent information has been received to date.